Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon fired the blue load across the base of the appendix with the first firing. Everything looked fine. On the second firing across base of the appendix, again with a blue load, all of the staples appeared to be unformed. The surgeon said that staples were u-shaped with the open legs bent outward in both directions (at the top of the left leg of u, there was a 90 degree bend to the left, and at the top of the right, there was a 90 degree bend to the right.) He opened another stapler to complete the case, firing a white load across the mesoappendix. There were no patient consequences.

Manufacturer narrative:
(B)(4). The surgeon provided prints of the laparoscopic view to the sales rep, showing the unformed staples. He also said that the unformed staples were clumped together in a pile. He said that the cartridge was definitely not long-loaded. The analysis results found that the device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.